Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer was provided with quote; however, it was noted as cancelled, and no further actions were performed by philips. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no further details were provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a primary alarm. It was unknown how the issue was found. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a primary alarm and caused the device to no ventilate. It was indicated that the device may have a central processing unit (cpu) or speaker issue. The investigation is ongoing.